Manufacturer narrative:
Additional information was received on nov 17, 2017. The device was received, the investigation is pending. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): normed medizin-technik (B)(4) is a medical device company located in (B)(4). Normed maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfills the requirements of iso 13485:2012. During the final inspection of products at normed, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended trend analysis: no trend considering the following event was identified: color band broken off. Review of event description: it was reported that the blue color marking ring has fallen off the drill depth measuring gauge. This ring has been discarded in the hospital. The drill depth measuring gauge was part of a loaner kit which was used approx. 6 or 7 times. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the drill depth measuring gauge has been returned for investigation. The blue color marking ring at the tip of the instrument is missing. There are some signs of usage visible, especially signs of drilling within the cannulation. Review of product documentation: product drawing: the normed product drawing which has been valid at the time of manufacturing has been reviewed. No specificiations concerning the colour marking were detected. The product history has been reviewed. There are no further reported events for this product part number and lot number. Zimmer biomet's specification of instrument marking with color have been reviewed. This document has been released in 2016. The certificates of the conformity of the colorants used are listed as requirements. Root cause analysis: root cause determination using rmw: breakage of instrument due to inadequate design for intended performance not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Deterioration in function due to wrong, inadequate maintenance possible, as a deterioration in function as a result of repeated use cannot be excluded. Additionally, no information concerning the sterilization is available. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user possible, as it cannot be excluded based on the available information. Malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse) 3) abnormal use beyond risk control possible, as it cannot be excluded based on the available information. Conclusion summary: the drill depth measuring gauge has been returned for investigation. The color band has fallen off and has not been returned. Moreover, it was reported that the drill depth measuring gauge was part of a loaner kit which was used approximately 6 or 7 times. However, it is possible that the loaner kit has been at other hospitals before, and therefore has been used many more times. It is unknown, how the instrument has been sterilized. As the color band has not been returned, an aging of the material of the color coding cannot be excluded. Moreover, an impact of the instrument (e.g. On the floor) could have also led to a breakage of the color code. No further events have been reported for this part number. Therefore a design or manufacturing issue seems very unlikely. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on november 03, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 the blue ring of the drill depth measuring gauge, sys2.7, 40mm fell off after the last drilling and device was no longer needed because the surgery was finished anyway.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. 00-2490-037-80) is marketed in USA, and therefore this report was filed.

Event description:
It was reported that during a surgery on an unknown date, the blue ring of the drill depth measuring gauge, sys2.7, 40mm fell off after the last drilling and device was no longer needed because the surgery was finished anyway. It was also reported that there was no complications and no delay. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.